Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was also indicated that the power cord bay door was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the touch pen does not follow the cursor to the top left of the programmer screen. It was also noted that the touch pen cannot be recalibrated with the pen disk. The programmer was returned for servicing. No patient complications have been reported as a result of this event.